Event description:
Boston scientific crm received information that during a follow-up visit, the battery gauge was close to elective replacement time and the estimated longevity was 2 years. Technical services was contacted and no patient symptoms were reported. Our company received additional information that this device was explanted two years later for normal battery depletion.

Manufacturer narrative:
The technical service consultant could not account for the discrepancy and stated that the device may have 2 years left. The consultant recommended a memory hex dump; however, one was not performed. The representative will continue to monitor the device. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis.